Event description:
Event occurred regarding 102" (259 cm) pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where the report stated that "they noticed filter on standard concentration tubing for automated drug dispensing system (aads) leaking/sticky, and they changed out for new tubing." There was patient involvement, but no adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
The complaint of leak cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review could not be performed due to the lot number for this complaint was unknown.